Event description:
Customer reported that they were taken and treated in the e.r. For high bg. Customer stated that they are not comfortable with the pump. Troubleshooting performed pump is functioning as designed. Pump would be replaced.